Event description:
The customer reported that the image broke up during a case and the image broke up when the interconnect cable was flexed. System was moved aside and case was completed with another c-arm. Also, the system intermittently appears to be in subtraction mode when actually in regular fluoro mode. No pt injuries were reported.

Manufacturer narrative:
The service rep ordered a new interconnect cable. The customer's biomed will install.